Event description:
It was reported that the customer was hospitalized for dka. The customer had ketones and was vomiting. Suggested the customer to correct bgs with manual injections as per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained to the customer that the pump is operating as designed. Instructed the customer to change the site. Furthermore it was indicated that the pump did not have an audible tone.